Event description:
Surgeon set electrosurgical hand piece on arm table near pt's left elbow. Surgeon later accidentally leaned on the hand piece, activating the cautery tip resulting in a 1/4" laceration/burn to the pt's left elbow. The laceration was sutured and an antibiotic ointment was applied.